Manufacturer narrative:
Result: the pxslim was kinked approximately 38.0 cm from the hub, and fractured approximately 41.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the pxslim was kinked when removed from the packaging. Evaluation of the returned device revealed it was kinked and fractured in the proximal shaft. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging hoop at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a px slim delivery microcatheter. Upon removal from the packaging, the slim microcatheter was found kinked and fractured and was not used.